Manufacturer narrative:
Analyzed production records, performed historical data analysis and trend analysis. No trend related to irradiation dose lots or device lots was noted. Confirmed labeling included cautions regarding pin site care.

Event description:
Patient had surgery to install a digit widget external fixation system. Physician's assistant reported device was removed 34 days post operatively prior to completion of treatment due to a pin site infection. Antibiotic was prescribed for infection.